Event description:
It was reported that during regular device check, high capture threshold was observed. Lead was capped and replaced on (B)(6) 2017. Patient¿s condition was stable before, during and after the procedure.